Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The device was tested and during ablation mode the generator displayed "output shorted" message. Manufacturing investigation results for vapr s90 w/ hand controls: the device was not received in its original packaging, carton only. Tip is in used condition. Burnt and damaged lower manifold. Tissue residue across the front face, blocked suction tube. The handle is in good condition. Cable and plug assembly are in good condition. Tissue residue within suction tube. Electrical checks: the device failed the hipot active - return parameter. Functional checks: flow rate test before and post activation failed. The ablate-activation failed. As well as the coagulation-activation. The complaint stated, "the device generated sparks." There is visible damage visible to the lower manifold and activation tests confirmed that arcs (sparks) were visible during ablate function tests. The failed flow rate tests can be linked to the tissue that is visible within the active tip's suction hole. The customer report also stated that the "device was not used in patient" the tissue residue around the active tip, and within the suction tube prove otherwise. The complaint of the device generating sparks can be substantiated. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 hand switching/one piece lps electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device u2306059 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a rotator cuff repair procedure, the vapr s90 w/ hand controls device generated sparks and could be due to electric leakage. (Device was not used in patient). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.